Event description:
The customer reported that 240 minutes into a mononuclear cell (mnc) collection procedure, the operator set the machine to collect plasma. Forty minutes later, the operator noticed the collection bag was full of blood and the patient's hemoglobin dropped from 9.0 g/dl to 8.2 g/dl. The patient complained of feeling light-headedness. One unit of packed red blood cells was given to the patient after rinseback. The operator aborted procedure and discarded the product. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to medical intervention in the form of red blood cell transfusion.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury in section the MDR form. This supplement is being filed to modify information, per FDA request.

Manufacturer narrative:
Investigation: per the customer, all valves appeared to be in the correct positions. A functional checkout of the machine was performed by a terumo bct service technician at the customer site. All functions were verified as performing per specifications. A saline run was completed successfully. No problems were found during machine checkout. The machine was cleared for use. The device history record was reviewed for this disposable lot. There were no issues noted during manufacturing that would have contributed to the collection of red blood cells as experienced by the customer. Based on the four-lumen connector tubing orientation, if the red blood cell and platelet lines are switched during manufacturing, the operator would see a condition like the one that was reported from this customer. Red blood cells would flow up the collection (platelet) line, and platelets would be returned to the donor. The disposable set for this incident was not available for return for evaluation. A review of the lot for similar reports was carried out, none have been reported. Root cause: the disposable set was unavailable for return and root cause investigation. Based on the information provided by the customer, combined with our internal investigation detailed above, it is most likely that this incident is the result of a mis-assembly of the four-lumen centrifuge connector. Corrective action: the assembly process for this kit takes several avenues to reduce the chances of mis-assembly of the referenced connector and its various tubing lines. Multiple checks along each process of assembly are performed. The process and checks make this a rare defect, but it is not impossible for this incident to occur. To address the occurrence of this incident, retraining will be implemented to the manufacturing group associated with the build and verification of this specific product.